Event description:
It was reported from st. Jude medical that this lead was explanted because it had dislodged, a st. Jude 2088tc/52, sn (B)(4) was implanted. There were no adverse patient events reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened, should additional data become available.